Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-11048. The patient has three leads (two are from the same lot). It was reported, the patient is unable to receive adequate coverage. It was also reported, the patient's programs were auto reducing. As a result, an sjm representative met with the patient for reprogramming. An impedance check revealed several invalid contacts. Reprogramming attempts were unsuccessful. The patient will move forward with surgical intervention if he feels the need.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.